Manufacturer narrative:
Date rec'd by MFR: 31jul2019. According to the customer, he reseated all the electronic connectors in the interior of the vent and ran it for a couple days. It ran and is now returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Customer stated that fan filter is clean and air inlet filter is slightly dirty. Customer stated they ran the unit throughout the night without any further issues and returned the unit to service.

Event description:
Customer contacted technical support (ts) stating that unit had error message of blower temperature high. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.